Manufacturer narrative:
The insulin pump powered up properly. No button error alarm or blank display noted. The insulin pump had no button response due to corroded keypad traces. Used a test keypad, the insulin pump responded properly to button presses. No frozen screen noted. The insulin pump had minor scratches on display window, cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. No damage noted on connector and isolation tape on lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported receiving an error alarm and then the insulin pump froze. Blood glucose was 47 mg/dl. The customer treated with food. The customer reported removing the batteries out of the insulin pump. Advised the customer to discontinue the use of the insulin pump. No further information was provided.